Event description:
Pt reported experiencing inaccurate low results with their surestep meter. Pt felt sweatiness, numbness, and fatigue on the day of the incident. Pt contacted their dr and was advised to go to the ER. Pt's blood glucose readings were 53 mg/dl at 6:30 pm. Pt has not cleaned the meter for about a year. Pt also reports using expired control solution. No further info has been reported.